Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. Root cause: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the pen needle 31gx5mm 14 pack cannula breaks/pulls off, outer cover doesn't attach to remove pen or cannot remove needle from pen. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated "a piece of needle was broken in the body (the client could not determine the date of this event). The customer had taken it out. The needle could not be removed from the injection pen when the fourth box (used today) was used."